Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering it illegible and unusable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was damaged from being dropped, and tandem technical support decided to replace it. Since the pump was out of warranty, the customer was interested in obtaining an out-of-warranty loaner pump.